Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of angina is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported the procedure was performed to treat a narrow lesion with 100% stenosis in the proximal left circumflex (lcx) coronary artery. The patient presented with chest tightness on (B)(6) 2014, a 3.0 x 23 mm xience xpedition stent was implanted. The patient was discharged on (B)(6) 2014. The patient was re-hospitalized for chest pain on (B)(6) 2017. The patient received ultrasonic electrocardiogram and chest radiography and medication treatment. The patient was discharged on (B)(6) 2017. In the physician's opinion, the relationship between the event and the device is not known. The patient is in good health. No additional information was provided.